Event description:
Device 1 of 2. Reference MFR report: 1627487-2010-00504. The pt received her scs system on (B) (6) 2008. It was reported that the pt was no longer receiving the same parasthesia as when she was first implanted. During the lead repositioning procedure on (B) (6) 2009, the physician noted that one of the leads had migrated from the epidural space. The physician was unable to reposition that lead after multiple attempts, so he explanted and discarded that lead. The lead lot number was not noted. The physician attempted to implant another percutaneous lead on (B) (6) 2009, but was unable to place it in the intended location to get successful stimulation. All leads were discarded and port plugs inserted into the ipg. The physician referred the pt to a neurosurgeon for a paddle lead. No further info is available.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.